Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the foot control device had "an air leak in the hose". The reporter stated that there was no visible hole. The reporter did not know if the air leak was proximal or distal to the device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.